Manufacturer narrative:
Getinge became aware of an issue with one of our mobile tables ¿ 113312b1 - alphamaxx sfc-pads, EU-side rails. As it was stated, at the end of a shoulder surgery, the operator wanted to reset the table to the horizontal position, using the zero reset remote button, in preparation for the patient¿s transfer. The surgical team remained pressing this same button and the backrest part of the table continued to descend, causing the patient slipping of the operating table. The patient had his feet slightly off the table, but the rest of his body remained on the table. After that, the table could have been returned to horizontal position and the surgery was finished without any delays. There was no injury reported, however, we decided to report the issue based on potential, as patient slipping from the table, could lead to serious injury in case of event recurrence. The situation is considered as single and isolated for alphamaxx or tables range, per a review performed as part of the investigation. The affected getinge device has been evaluated by the company¿s service technician who assessed the overall table top condition as worn and concluded maintenance activities were not contracted with getinge. The technician confirmed the malfunction of the backrest potentiometer. After replacement of the defective parts, the device was released to usage. We do not have the information if the part was replaced before or if it has been used since the manufacture time, dated on 2006. During the investigation, it was discovered that by the time of the incident the patient was not secured with straps. In the IFU (ga 1133.12b2/b3/f1/f3 en 08, page 14) the user is warned that if the patient is not secured during transportation, when adjusting the table top or when positioning the patient (particularly when the slope feature is used), then the patient could slip, uncontrolled, off the table top. Additionally, in the IFU (ga 1133.12b2/b3/f1/f3 en 08, page 12) the user is informed to ensure that the product is fully functional and in good working order prior to use. According to the provided information, it is not known whether the customer has performed a pre-use check. With the investigation performed it was concluded that upon the event occurrence, the device was being used for the patient¿s treatment, thus was also directly involved with the reported incident. As the malfunction of the backrest potentiometer was found, it was considered that the getinge device was not up to the specification. However even if the potentiometer malfunction was to be considered as a failure related to a prolonged usage time, it would not bring on a hazardous situation occurrence if recommendations and safety instruction given by the manufacturer in the user manual were followed. Due to that fact, the root cause for this adverse event occurrence is established as user error. We currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information. The correction of b5 describe event or problem, h4 device manufacture date, h6 health effect ¿ clinical code, h6 component codes and h6 health effect ¿ impact codes fields deems required. This is based on the internal evaluation and additional information that has been received. Previous b5 describe event or problem: on 25th november, 2022 getinge became aware of an incident with one of our mobile tables ¿ 113312b1 - alphamaxx sfc-pads, EU-side rails. According to the initially provided information, during shoulder surgery, the positioning of the patient into horizontal was initiated by the staff by pressing reset button on the remote control. The surgery team continued pressing the same button and the back plate of the table continued to descend, causing the patient to fall off the table. To date getinge has not received any information regarding adverse outcome of this event. We decided to report the issue in abundance of caution as patient falling may result in serious injury or death in case of event recurrence. Corrected b5 describe event or problem: on 25th november 2022 getinge became aware of an issue with one of our mobile tables ¿ 113312b1 - alphamaxx sfc-pads, EU-side rails. As it was stated, at the end of a shoulder surgery, the operator wanted to reset the table to the horizontal position, using the zero reset remote button, in preparation for the patient¿s transfer. The surgical team remained pressing the same zero reset button on the remote control to set the table¿s position to horizontal, but instead the backrest part of the table continued to descend, causing the patient slipping of the operating table. The patient had his feet slightly off the table, but the rest of his body remained on the table. After that, the table could have been returned to horizontal position and the surgery was finished without any delays. There was no injury reported, however, we decided to report the issue based on potential, as patient slipping from the table, could lead to serious injury in case of event recurrence. Previous h4 device manufacture date: 11/15/2006. Corrected h4 device manufacture date: 11/17/2006. Previous h6 health effect ¿ clinical code: others/insufficient information//4580. Corrected h6 health effect ¿ clinical code: others/no clinical signs, symptoms or conditions//4582. Previous h6 component codes: measurement/sensor//510. Mechanical/motor(s)//486. Corrected h6 component codes: measurement/sensor//510. Previous h6 health effect ¿ impact codes: insufficient information///4648. Corrected h6 health effect ¿ impact codes: no health consequences or impact///2199.

Event description:
On 25th november 2022 getinge became aware of an issue with one of our mobile tables ¿ 113312b1 - alphamaxx sfc-pads, EU-side rails. As it was stated, at the end of a shoulder surgery, the operator wanted to reset the table to the horizontal position, using the zero reset remote button, in preparation for the patient¿s transfer. The surgical team remained pressing the same zero reset button on the remote control to set the table¿s position to horizontal, but instead the backrest part of the table continued to descend, causing the patient slipping of the operating table. The patient had his feet slightly off the table, but the rest of his body remained on the table. After that, the table could have been returned to horizontal position and the surgery was finished without any delays. There was no injury reported, however, we decided to report the issue based on potential, as patient slipping from the table, could lead to serious injury in case of event recurrence.

Event description:
On 25th november, 2022 getinge became aware of an incident with one of our mobile tables ¿ 113312b1 - alphamaxx sfc-pads, EU-side rails. According to the initially provided information, during shoulder surgery, the positioning of the patient into horizontal was initiated by the staff by pressing reset button on the remote control. The surgery team continued pressing the same button and the back plate of the table continued to descend, causing the patient to fall off the table. To date getinge has not received any information regarding adverse outcome of this event. We decided to report the issue in abundance of caution as patient falling may result in serious injury or death in case of event recurrence.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.